Event description:
Device #1.rotoblator burr would not advance into lesion. The product was removed and the burr was replaced with a new one but we were unable to attach it to the advancer so we replaced that also. The replacement equipment worked fine.device #2.quantum balloon was inflated then lost pressure due to a burst in the shaft of the balloon. Upon removal of balloon the shaft of the balloon sheared off leaving the balloon and part of the shaft in the guide catheter. The balloon was retrieved and removed with the guide catheter and guide wire.no harm to the patient.